Manufacturer narrative:
This device will be returned, upon return and analysis this investigation will be updated.

Event description:
It was reported that this patient presented to the emergency room due to lightheadedness. Upon interrogation it was noted that the battery gauge was at beginning of life (bol) with a magnet rate of 90. It was noted that the daily measurements were not displayed and loss of capture was noted on the right ventricular channel resulting in the loss of pacing. The patient was pacemaker dependent. Additional review by technical service (ts) noted that a bol display and greater then five years longevity remaining is related to a device reset. Ts also noted that a magnet rate of 90 is indicative of intensified follow ups. Subsequently, the device was explanted and will be returned. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room due to lightheadedness. Upon interrogation it was noted that the battery gauge was at beginning of life (bol) with a magnet rate of 90. It was noted that the daily measurements were not displayed and loss of capture was noted on the right ventricular channel resulting in the loss of pacing. The patient was pacemaker dependent. Additional review by technical service (ts) noted that a bol display and greater then five years longevity remaining is related to a device reset. Ts also noted that a magnet rate of 90 is indicative of intensified follow ups. Subsequently, the device was explanted and was returned. No adverse patient effects were reported. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was noted that upon receipt, the device was stabilized at a temperature of 37 degrees celsius and initially exhibited ventricular pacing output; however, this output ceased after approximately 60 seconds. No atrial output was noted. The device appeared to be operating in reset-vvi mode. The pacemaker could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing of the battery noted it was at 2.55volts which is enough voltage to appropriately power the pacemaker. Detailed analysis found a resistor array (i.e., an internal component that impacts the functionality of pacing and telemetry functions) had an open condition. When this component was lightly pressed on, it became separated from the hybrid assembly. Resistor damage like this will cause this pacemaker model to revert to reset-vvi mode after it detects the intermittency of pacing and telemetry. The laboratory finding of a resistor array open condition was the root cause of the reported clinical observations.

Manufacturer narrative:
This device will be returned, upon return and analysis this investigation will be updated.